Event description:
It was reported that the device was experiencing a speaker alarm error, no additional information was provided. It was unknown if the device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
Philips remote service engineer (rse) stated that when the call was answered the customer advised the rse that the alarm cleared and they no longer needed service. No additional information was provided by the customer, and no support was provided by philips. The product malfunction was unable to be confirmed because the customer confirmed service was no longer required.